Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient received 3 inappropriate shocks. There was noise on the rv lead with pocket manipulation, high and low impedances, and an apparent lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; defib conductor found distorted; blood observed in the distal conductor and in/on the helix mechanism; outer tubing overlay breached cut and melted; full lead analyzed.